Event description:
It was reported that less than three months post implant, the atrial lead measured high thresholds due to poor placement. The lead was unable to be repositioned due to fibrosis. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.